Event description:
It was reported that the customer had low blood glucose levels of 27 mg/dl. The customer requested assistance in programming the basal into the insulin pump. The customer declined to troubleshoot the low blood glucose levels. It was reported that the insulin pump's time settings were set incorrectly. The necessary corrections on the insulin pump were made. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.